Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred around december 2023.